Manufacturer narrative:
PMA/510k: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by k153495 under product code max.. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that both roi-a anchor plates were installed in the bottom hole of the implant holder and the cage broke. A new cage and anchor plates were used to complete the procedure. There was a delay of 10 minutes without patient impacts.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to both of the anchoring plates being installed in the bottom hole of the implant holder. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that both roi-a anchor plates were installed in the bottom hole of the implant holder and the cage broke. A new cage and anchor plates were used to complete the procedure. There was a delay of 10 minutes without patient impacts.